Event description:
Per complaint (B)(4), a patient experienced mental nerve paresthesia. The dental implant was explanted. The implant was expired at the time of placement. It was reported that the paresthesia may have resulted in the patient suffering a disability or another form of permanent damage.